Event description:
It was reported that at the time of implant, pocket stimulation was observed when pressure dressing was applied over the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.